Manufacturer narrative:
Service was dispatched to the customer site and determined the source of the burning smell reported by the customer was a damaged component on the stepper motor driver pcb (printed circuit board). The available evidence suggests an electrical fault in the incubator belt motor circuitry was the caused the component to overheat and burn. (B)(4.

Event description:
The customer reported a burning smell coming from the customer's access 2 immunoassay system (serial number (B)(4)). The customer did not report visible smoke or flames and there was no report of any harm to operators or other persons. A beckman coulter field service engineer was dispatched to evaluate the analyzer.